Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. A technical support specialist (tss) remoted into the system and, using tester mode, swapped the positions of the cubies for troubleshooting. The tss determined that the cubie containing lidocaine failed to open regardless of position, indicating a defective cubie. The tss guided the customer through the process of de-assigning the cubie and notified user to remove the ghost cubie. The cubie one to one exchange was completed. The issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was not opening.there were no adverse events or injuries reported based on this event.